Event description:
It was reported that an asymptomatic patient presented in-clinic. Upon interrogation, post-paced t-wave oversensing was noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No patient consequences were reported.